Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient was admitted to the hospital after syncopal episodes. The strip showed no ventricular capture. The ventricular lead remains in use. No patient complications have been reported as a result of this event.